Manufacturer narrative:
Investigation included guided troubleshooting with review of device alerts and a repeat supply change. Investigation of this case revealed no device alerts, no alarm indications, and no observable issue with the infusion set during user-guided checks. It was concluded that the cause of the hyperglycemia was unclear and could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia upon waking, with a blood glucose of 283 mg/dl that progressed to a ¿high¿ reading and was confirmed by fingerstick, and a supply change and infusion set inspection did not reveal an abnormality. Symptoms included no reported physical complaints. Outcomes included no medical intervention beyond monitoring and no impact on daily activities.